Manufacturer narrative:
Pump received with intermittent button response due to moisture damage keypad traces. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 81 mg/dl. Troubleshooting was not performed. The device was returned for analysis.